Event description:
The customer reported that the system would intermittently display a black image. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger and the charger cable. The system operates as intended.